Event description:
The generator was received for analysis. Product analysis was completed on 06/29/2015, which revealed that the complaint of high impedance was not duplicated in the product analysis laboratory. Various electrical tests were performed and results of the diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. No obstructions were observed where the lead inserts into the generator, and a bench lead was able to be fully inserted into the header. The output signal was monitored and results showed no signs of variation in the generator's output signal and demonstrated that the device provided an expected level of output current. It was found that the generator performed according to functional specifications. There is sufficient evidence to support that the high impedance was caused by user error. Since the replacement of the generator resolved the high impedance, product analysis showed there were no anomalies with the generator, and the generator had been implanted for less than a year, it can logically be concluded the high impedance was caused by the lead pin not being fully inserted into the generator.

Event description:
It was reported that the patient was referred for surgery due to high impedance being observed. The generator was programmed off after observing the high impedance. During surgery, the surgeon indicated that he inadvertently hit the generator with electrocautery when opening the generator pocket. The surgeon opted to implant a new generator without first checking the existing generator. A new generator was placed and device diagnostics were within normal limits with the new generator connected to the existing lead. The explanted generator was checked with the test resistor which showed that the generator was performed as intended. The explanted generator has not been received for analysis to date.

Manufacturer narrative:
Device available for evaluation; corrected data: this information was inadvertently left off of the initial MFR. Report.

Manufacturer narrative:
.